Manufacturer narrative:
The field service representative cleaned the ise flow path, ise block, and electrodes. He flushed the sipper nozzle. He verified the probes were straight, that the vacuum was properly functioning, and the rinse mechanism had proper dispense volumes. He also performed adjustments, checks, and performance testing with acceptable results. The customer ran calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect ci for gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 120.4 mmol/l. The repeated result was 100.7 mmol/l. This result was deemed correct and was reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
All calibration and control data was acceptable. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.